Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery unit (bdu) power supply. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated battery errors on the status display, ran on battery power until the batteries depleted, and then shut down. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the breath delivery unit power supply was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified.if information is provided in the future, a supplemental report will be issued.